Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and learned the customer was able to resolve the issue by doing hard power cycle of the system. The customer also said that for the third case the issue has presented itself again, and they were going to do another hard cycle of the system. The fse ordered a replacement usm and was dispatched to the customer site to replaced usm 2. The system was tested and verified as ready for use following replacement of the usm. Isi received the usm involved with this complaint, but has not completed the evaluation. A follow-up MDR will be submitted following completion of the failure analysis evaluation and/or if additional information is received. A review of the site's system logs for the reported procedure date was conducted by the tse during troubleshooting. Investigation revealed the following possible related system errors: 31010 - sterile adaptor sensor missing on usm2. The sterile adaptor was fully detected then lost one (but not both) sensor. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a bilateral inguinal hernia procedure. This complaint is classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the universal surgical manipulator (usm) 2 would not accept the endowrist stapler. The customer stated that when they installed the stapler the usm led turned orange immediately, but no message appeared. The customer stated that they tried to reseat the stapler, the drape, and tried a backup stapler with no resolution. The customer stated that the surgeon put usm2 off to the side and continued working with the remaining usms. The tse reviewed the system's live logs, but did not see any usm2 related errors present in the logs during this procedure. The tse did notice a single 31010 sterile adapter sensor error present in the logs on the previous procedure. The customer stated that they had no issues with usm2 during the previous procedure. The tse recommended that the customer replace the drape on usm2. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the evaluation. Failure analysis investigation confirmed that the universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa confirmed via system logs, but could not replicate the reported complaint. The logs showed error 31010 was triggered during installment of the sterile adaptor. The unit was tested on an in-house system and passed normal mode and successfully recognized and engaged instruments. The unit was also tested on a psc fixture test platform (pftp) and passed carriage switches, lissajous, sine cycle, and friction test. After further investigation, the degrees of freedom (dof5) and dof6 gearboxes, rotors, the carriage top plate, and the presence pins will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.